Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented for follow-up, the device was found in back-up vvi mode. A device download was successfully performed to restore the device.